Event description:
During surgery, nurse felt burning while holding bovie insulated cord after use on patient. Upon visual inspection, nurse noted charred and blackened area on the bovie cord. It appeared to have burned from the inside out. Surgeon examined patient and found 2nd degree burn on patient's breast directly where the cord had been placed while bovie was in use. Bovie was always in holster when not in use without pinching or folding of cord. There were no defects of the cord noted at the time of set-up or while in use during surgery. The cord had been properly secured to the field with velcro per recommendations. The cord appeared burned form the inside out.